Manufacturer narrative:
The investigations concluded that there was no device malfunction. The patient¿s historical data was reviewed and found that the receiver generated several high priority alarms in response to an episode of low spo2 and bradycardia that transitioned to asystole. The device passed all tests and functioned as intended and remains at the hospital, in use. This report is considered final and the issue closed. H3 other text : placeholder.

Manufacturer narrative:
Spacelabs has initiated an investigation into this matter. A supplemental report will be filed once the investigation is complete. Placeholder.

Event description:
Spacelabs received a report on september 25th, 2020 that a yellow alarm ¿ patient deceased. No product number or serial number provided.

Manufacturer narrative:
Placeholder.